Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. The patient will get a pump replacement. It was going through insurance authorization.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the patient heard the beeping but did not know it was her pump and said she thought it was her microwave beeping. The pump was removed and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported the patient will have a pump replacement but the date is still unknown. No further information was provided.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for failed back surgery syndrome and spinal pain. The pump contained fentanyl, hydromorphone, and an unknown brand of baclofen all with unknown concentrations and doses. It was reported a motor stall was seen at initial interrogation. The patient¿s pump was refilled the day of the report with the pump updated, and the hcp confirmed a motor stall at 7:30 pm on (B)(6) 2017 with no stall recovery to date via the event logs. The representative was called by the hcp the day of the report regarding the issue. The representative stated there was no MRI and that the patient was at home when the stall occurred. The representative stated the patient said they never heard the pump alarming. The representative was having the hcp email her the report regarding the issue. No patient symptoms/complications were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The patient was receiving fentanyl (15 mcg/day), dilaudid (8.988 mg/day) and baclofen (21.981 mcg/day). It was reported that the patient 's pump failed on (B)(6) 2017. The patient ended up in the intensive care unit (ICU) for two and a half weeks on (B)(6) 2017 from withdrawals and she had no recollection of anything. The patient felt shaking with the withdrawal and it was just not right. Additional information was received from the healthcare provider (hcp). The patient experienced withdrawal and presented to the emergency room. The pump stopped. The pump was replaced in (B)(6) 2017. No further complication was reported.

Manufacturer narrative:
Correction: was corrected to adverse event and product problem. (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.